Manufacturer narrative:
A visual examination of the returned device found the insulation to be intact and undamaged. Functionally, the array was able to be extended and retracted without issue. When extended, the tines of the array were found to be twisted and deformed. No other device damage was visible. Continuity of current was confirmed with the electrode which is indicative of proper connectivity. The condition of the returned incident device was not consistent with the complaint that array was difficult to retract. However, the evaluation found that the tines were twisted and damaged. During manufacturing, electrodes are 100% inspected for device integrity, so the damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(4), 2011.according to the complainant, during the procedure, the array was difficult to retract. The user reported that the array appeared to be kinked. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the array was difficult to retract. The user reported that the array appeared to be kinked. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.